Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation: water tightness check fail due to damage on cable unit failure and the most probable cause of damage on cable unit due to cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the camera head to the service center for a separate issue. During device analysis, the olympus repair technician identified a failed water-tightness check. There was no patient involvement.